Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure (B)(6), female. Date of index surgical procedure (B)(6) 2019. On what tissue was the suture used? Unk. What was the onset date of symptoms following the index surgical procedure? (B)(6) 2019. What date was the suture removed; how many days post-operatively? (B)(6) 2019. Did the patient experience an infection? If yes, were cultures performed? Results? Unk. Other relevant patient history/concomitant medications. Unk. Product code and lot # - please clarify lot number involved; 20150401 does not appear to be a valid lot number unk. If applicable, will product be returned, return date, tracking information. No. What is physician¿s opinion as to the etiology of or contributing factors to this event. Unk. What is patient¿s current status? Unk.

Event description:
It was reported that a patient underwent an emergency appendectomy procedure on (B)(6) 2019 and suture was used. On (B)(6) 2019 the patient experienced erythema, inflammation and pain on the wound. The patient underwent another procedure on (B)(6) 2019 to remove the suture, drain the wound. The patient was treated with cefoperazone sodium and sulbactam sodium for anti-inflammation and anti-infection. The traditional chinese medicine mirabilite was applied to the wound, disinfection and dressing was changed daily. Then the patient's condition changed better. Additional information has been requested.